Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator and was explanted. No allegation regarding longevity was made from the field. The device was returned to guidant, and analysis identified that the device did not meet expected longevity, based upon the parameters stored within the device memory.